Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No alarms were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed test failure at 10:01 a.m. During the rewind and prime sequence. The customer received the alarm three times. Customer's blood glucose level was 5.2 mmol/l. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.